Manufacturer narrative:
H.6. Investigation: four blunt plastic cannulas in fully sealed blister packs confirmed to be from batch 9058596 (p/n 303345) were received and evaluated. No defects were observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd¿ blunt plastic cannula had foreign matter in drugs. This was discovered during use. The following information was provided by the initial reporter: material no.: 303345, batch no.: 9058596. It was reported that there is rubber contamination in drugs due to design of vial piercer.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt plastic cannula had foreign matter in drugs. This was discovered during use. The following information was provided by the initial reporter: material no.: 303345, batch no.: 9058596. It was reported that there is rubber contamination in drugs due to design of vial piercer.